Event description:
It was reported that the obturator tip of the catheter passer was broken during tunneling. The tip could not be found and retrieved. It was unknown if any actions, diagnostic testing or troubleshooting were required as a result of the event. It was noted the cause was not a misuse of the catheter passer. There were no patient symptoms or complications associated with the event and the patient¿s status at the time of the report was listed as ¿alive ¿ no injury.¿

Manufacturer narrative:
Concomitant products: product ID 8583, lot # 0206058469, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter passer found a broken obturator tip, a manufacturing issue. Upon close inspection of the area of the break significant voids in the material composing the obturator tip was seen. A known good obturator tip was purposely broken to determine if it could be broken easily. Results showed the tip was very difficult to break and only did so after much bending back and forth along with severe twisting. The resulting break of the known good obturator tip looked nothing like break on the customer's return.